Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is nano system 1, medwatch with identifier (B)(6) is nano system 2.

Event description:
Caller reported nano system blood glucose results of 68 mg/dl with nano system 1 and 111 mg/dl with nano system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.